Event description:
Patient reported right side rupture. Device remains implanted. Later, cyst was reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Event description:
Patient reported right side rupture. Patient later reported cyst. Patient additionally reported capsular contracture baker grade iii. Patient later reported capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported capsular contracture baker grade iii.